Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the wee sight that was stored in her purse and melted. There was no reported patient incident injury.